Manufacturer narrative:
The returned product consisted of a coyote balloon catheter with the guide wire stuck in the device. There was 23mm of wire protruding out form the device tip, and 142.5cm of wire coming out from the hub of the device. The devices could not be separated during analysis. Microscopic and visual inspection revealed tip damage (smashed/compressed) and balloon/ damage (buckled) for approximately 10.6cm in length. Inspection of the rest of the device found no other damage or defect. The reported difficulty withdrawing the balloon was confirmed.

Event description:
It was reported that difficulty removing a balloon occurred. A limb salvage case was performed on a calcified vessel. A 2.00mm x 120mm x 150cm coyote balloon and a v-14 control wire were delivered through a 4fr sheath through the calcified vessel. The wire and the balloon became stuck at the dorsalis pedis and excessive force had to be used to remove the balloon and the wire, which had become stuck together. It was noted that there was no harm to the patient, but the operator had intended to progress treatment further into the plantar arch. The case was abandoned and no further products were used. No patient complications resulted in relation to this event.

Event description:
It was reported that difficulty removing a balloon occurred. A limb salvage case was performed on a calcified vessel. A 2.00mm x 120mm x 150cm coyote balloon and a v-14 control wire were delivered through a 4fr sheath through the calcified vessel. The wire and the balloon became stuck at the dorsalis pedis and excessive force had to be used to remove the balloon and the wire, which had become stuck together. It was noted that there was no harm to the patient, but the operator had intended to progress treatment further into the plantar arch. The case was abandoned and no further products were used. No patient complications resulted in relation to this event.